Manufacturer narrative:
Patient weight not available for reporting. Date of non-union is not known. (B)(4). Complainant part is not expected to be returned for manufacturer. Review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on (B)(6) 2016 for treatment of a left tibia fracture. Patient was implanted with one (1) ex 10mm ti cannulated tibial nail 360mm and five (5) various lengths of 5.0mm locking screws. Two (2) 5.0mm locking screw of unknown size were implanted at the proximal portion of the tibia. Three (3) 5.0mm locking screw of unknown size were implanted at the distal portion of the tibia. On an unknown date post-operatively, patient presented with a non-union at the third distal portion of the tibia bone. On (B)(6) 2017, surgeon removed all implants and revised the patient to a competitor¿s tibia nail implant. It was reported that no fragments were generated during implant removal. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. This report is for one (1) 5.0mm locking screw 34mm for im nails. (B)(4).